Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient death and pd therapy on the liberty cycler as the event occurred during treatment. However, there is no documentation to show a causal relationship between the death and the liberty cycler. Additionally, the cause of death is related to the patient¿s cardiac comorbidities. There is no allegation of a device malfunction or deficiency reported for this event.

Event description:
Additional information was solicited and received. The patients esrd death notification form was received. There was no indication of a device malfunction. The patient death occurred on (B)(6) 2018 and per the esrd death notification form the cause of death was cardiomyopathy with a secondary cause of congestive heart failure. The patient has a history of heart related complications (unspecified).

Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient death and pd therapy on the liberty cycler as the event occurred during treatment. However, there is no documentation to show a causal relationship between the death and the liberty cycler. Additionally, the patient is reported to have cardiac complications which could have caused or contributed to the death. There is no allegation of a device malfunction or deficiency reported for this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient expired while on the liberty cycler. Additional information was obtained through follow-up with the pdrn on (B)(6) 2018. According to the patient¿s wife, he expired during pd treatment at approximately 0800 hours. There was no indication of a device malfunction. The patient has a history of heart related complications (unspecified) which is believed to be the contributory factor to the patient¿s death. Additional information was solicited.